Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was implanted on (B)(6) 2013 but turned it off due to rectal/sciatica effect rather than bladder response. The system was again turned on (B)(6) 2017 and was revised by the hcp on (B)(6) 2017. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The patient first noticed the issue in 2017. The cause of the issue was a broken lead. The issue was resolved after surgery on (B)(6) 2017. No patient complications were reported as a result of this event.